Event description:
It was reported the patient had pain and redness at the ipg site whether the stimulation was on or off. There were initially no signs of infection, and the physician suspected it was due to rubbing. The physician did not plan on a course of action, and it was reported the physician believed the site needed time to heal. At the last follow up, the pain was still present.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.